Event description:
It is reported that the customer had high blood glucose levels of 400 mg/dl. The customer requested assistance in programming the new insulin pump that had just arrived. Assistance was provided. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.